Manufacturer narrative:
Internal file number - (B)(4). Correction: device evaluated by MFR - it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. Method code 4114 was removed. All available information was investigated and the reported mechanical issue (clip open - locked) could not be replicated in a testing environment due to the returned condition of the device (clip was not returned). All available information was investigated and a definitive cause for the reported mechanical issue (clip open - locked) could not be determined in this incident. The observed corrosion on the actuator coupler appears to be due to a consequence of exposure to residual saline solution to the device post procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age of (B)(6) was estimated based on year of birth (B)(6). The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the mitraclip unexpectedly opened some degrees post deployment. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3. One mitraclip grasped the leaflets and mr was noted grade 1. This clip was implanted without reported issues. Post deployment, however, the clip unexpectedly opened to an unspecified degree and the mr increased to grade 2. The clip remained attached to both leaflets. As treatment, another clip was implanted due to the unexpected opening and to further reduce mr. The mr was reduced to grade 1 and the patient is in stable condition. No additional information was provided regarding this issue.